Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 02/11/2008 and 02/28/2008 by mail, fax and phone. A questionnaire has not been returned. Provided by manufacturer. This report was mailed to FDA on: 03/07/2008.

Event description:
A surgeon reported that one day following intraocular lens (iol) implant surgery, the lens had rotated 45 degrees. The lens was repositioned one to two weeks later and rotated 30 degrees following the procedure. The surgeon reports that the pt is happy and does not want further treatment.